Event description:
It was reported that during ptca/stenting treatment procedure, the distal tip of the pt2 moderate support guidewire detached from the wire and embolized into the distal posterior lateral branch artery with no immediate pt complications. The wire was used successfully for the stenting of two lesions in the proximal and mid circumflex artery. The same wire was then advanced distally into the posterior descending artery (pda) of the distal right coronary artery. A second pt2 moderate support guidewire was placed into the posterior lateral branch (plb). A taxus 2.5/20 mm stent was deployed across the pda/plb bifurcation. The second pt2 guidewire was removed from the plb and the original pt2 guidewire was advanced through the stent struts into the plb. The stent delivery system balloon catheter was advanced into the plb and inflated. When the balloon and pt2 guidewire were removed from the plb, the distal tip of the pt2 guidewire fractured and embolized into a distal branch of the plb. A brief attempt was made to retrieve the wire tip using a microvena 2.0 mm ev3 snare, and a small acs voyager mr 2.0/8 mm balloon catheter. These retrieval attempts were not successful, leaving the distal tip of the pt2 moderate support guidewire embolized distally. The pt remained pain free and hemodynamically stable, so the procedure was concluded. The current pt status is listed as "good."